Manufacturer narrative:
The reported event of the atrial setscrew fell out while trying to secure the lead was not confirmed. The setscrew issue could not be further evaluated as the setscrews were removed during the event and was not returned with the device for analysis. No analysis on the setscrew problem can be performed.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the set screw of the pacemaker was stripped and had detached from the header. The physician elected to replace the pacemaker during the procedure. The patient was in stable condition throughout.

Manufacturer narrative:
Correction: section h6 - the health impact code should have been prolonged surgery, rather than no health consequences or impact. Correction: section h6 - additional medical device problem code of detachment of device or device component was added.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the set screw of the pacemaker was stripped and couldn't be tightened. The physician elected to replace the pacemaker during the procedure. The patient was in stable condition throughout.